Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two screws broke during insertion during an osteosynthesis for open fracture of second left metacarpus with extensor section procedure. The breaking of the screws happened at the head level during the insertion in the first turn of screwing. It was reported that the bone quality was good. The stem of the two screws stay in situ. There was no prolongation in surgery. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had a chainsaw wound on the dorsal hand.